Event description:
(B)(4). Terrible stomach pain went to ER tachycardia had several CT scan showed cyst ultrasound showed thick uterine lining polyps and fibroids was given nausea medication and pain medicine.